Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a weird connection with the sensor and the pump. The pump was alarming cal error and stated that the pump was telling her that the last calibration had not been captured for 12 hours. Customer stated that the pump gave a warning and the customer was not able to calibrate. Customer stated that the cal error occurred when the sensor was nearing 5 days. Customer stated that the sensor will read in the low 50's such as 54 mg/dl. Customer only gets 3 days of valuable readings from the sensors and stated that the sensor was off by 200 points. The pump also alarmed meter bg. Customer would hit calibrate, but nothing would happen. Customer believes that their blood sugars were in the 400 mg/dl range. Customer researched blood sugars and found that her blood sugars were 423 mg/dl. Customer declined troubleshooting since the event occurred a month ago. No additional information provided.